Event description:
An overinfustion found during patient use was reported by a baxter company representative. The patient was being treated with an infusion of 45mg fungisone in 500 ml glucose. The infusion was planned for 6 hours at a rate of 83 ml/h. It was started at 9 p.m. And at 12.00 a.m. The infusion was finished. No patient injury or medical intervention was reporter. Details were not available regarding patient status, patient demographics or medical intervention.